Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call stated that the insulin pump had critical pump error. The customer¿s blood glucose level was 244 mg/dl. It was reported that the pump had critical pump error image on the screen. The customer was advised that we will need to replace the pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
A broken force sensor was detected during seating or regular delivery error alarm noted in the device history and critical pump error (open book) due to moisture damage on the electronic assembly. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book). Device received with scratched case, pillowing keypad overlay, cracked select button keypad overlay and minor scratched lcd window.

Manufacturer narrative:
Pump error 35 alarm noted in the pump history and critical pump error due to moisture damage on the electronic assembly. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error. Pump received with scratched case, pillowing keypad overlay, cracked select button keypad overlay and minor scratched lcd window.